Event description:
Report received of fluid being infused into the collection bag. The pump was programmed to deliver unspecified concentrations of nytroglycerin and heparin. The customer was unable to provide specific programming parameters. It was reported that during a surgical procedure, the anesthesiologist stated, "the pt became hypertensive and I adjusted the nitro drip." Approx 15 minutes later, the anesthesiologist reported that the pt's blood pressure continued to be elevated and noticed the medication had infused into the collection bag. The collection bag was emptied and the nitroglycerin infusion was resumed. After an unspecified length of time, it was again noted that the medication was being infused into the collection bag. The pump was removed from clinical service and therapy was resumed via manual IV push administration. There were no reported adverse pt sequeale. Though requested, no add'l info was provided.